Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump powered off without prior alarm while the patient was sleeping. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed records from (B)(6) 2013 through (B)(6) 2013. The last basal dose delivery was recorded (B)(6) 2013 at 17:06. On (B)(6) 2013 the pump was unexplainably turned off at 17:48 and turn back on on (B)(6) 2013 at 09:36. The battery voltage recorded prior to the power on reset event was above the ¿replace battery¿ threshold. On examination, the battery compartment was intact without damage or cracks. There was no evidence of moisture contamination in battery compartment. A battery cap was not returned with the pump for investigation; therefore, a test battery cap was used for all testing. On investigation, the pump powered on to the verify screen in accordance with normal operation. A power loss was not observed. The pump was exercised for (B)(4) hours with no power loss or battery related warnings occurring. An external power supply was used to simulate ¿low battery¿ and ¿replace battery¿ conditions. The pump gave the appropriate visual and audible alarms. The battery alarm/warnings were recorded in alarm history at the correct time and in the correct order. The pump was removed from the case for investigation. No evidence of moisture contamination was found inside the pump. The battery terminal contacts were evaluated with no evidence of intermittent contact. Investigation did not confirm or duplicate the complaint of ¿no power¿ and the pump was found to be operating within required specifications without malfunction.